Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after a device replacement, the left ventricular (lv) lead exhibited high thresholds and high pacing impedances on every lv vector. It was noted that all measurements were fine directly after the procedure. The lv lead was inactivated and later revised due to an observed connector problem. The lead pin was reconnected and everything resolved. The lv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.